Event description:
It was reported that the customer is unable to fill reservoir/removed plunger rod on the insulin pump. The customer's blood glucose level was unknown mg/dl. The troubleshooting was performed. The customer was advised that we are sending and replacing 3 reservoirs and if other issues arise with others he will callback.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Occlusion test was performed on three opened/used reservoirs, it passed per specifications no occlusion was found. Plungers on the reservoir were also tested and it was determined they were easy to connect and it released properly.